Manufacturer narrative:
(B)(4). Product will not return for evaluation since customer retained it. Most likely underlying root cause of malfunction: sample issue. Manufacturer contacted customer with follow up phone call for knowing the customer's condition;customer feels better;customer blood glucose level got down on 340mg/dl;customer is in new medication;customer stated the blood glucose level still high;customer did not seek medical attention.

Event description:
Consumer reported complaint for e-5 error; test strip error. The customer reported symptoms of dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer performed a blood glucose test and provided result of 340 mg/dl and consider the blood glucose results are high. Customer did not provide an expected range glucose blood test level. The customer have not had recent changes in medication. The test strip lot# not provided.